Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to experiencing pre-syncopal like conditions. Evaluation of their system revealed the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a rise in pacing impedances to a value of greater than 2000 ohms. The physician believed these observations were related to a lead/tissue interface issue. At this time the crt-d was reprogrammed and remains in service. No additional adverse patient effects were reported.